Event description:
Device was used during a thoracoscopic wedge resection procedure. Reportedly, the staples malformed and the tissue hung up on the cartridge surface. The application site was resected and the procedure completed with another device. Reported pt status as satisfcatory.